Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e luminexx vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient underwent a stent placement procedure using a e luminexx device. During the procedure, it was reported that stent release was performed using a trigger technique without apparent issues up to approximately the last centimeter. An attempt was made to complete the sliding release; however, the t luer hub did not slide. During further attempts to complete the release, the stent became blocked and remained integral with the device. Consequently, it was necessary to remove the stent, device, and introducer, and to perform relining of the entire iliac axis using stent grafts. It was also noted that the trigger became stuck and was crushed. There was no reported patient injury.